Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Reported received from the USA stating that the device could not secure the cutter. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.